Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a blank display. The insulin pump alarmed unexpected restart and had a constant tone. Customer's blood glucose level was 176 mg/dl. The screen was still blank after the insulin pump was resting without a battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to corrosion on the lcd board. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the excessive no delivery, unexpected restart, or the count down numbers anomaly due to the blank display. The pump had minor scratches on the display window.